Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were scheduled to have surgery (B)(6) 2025 to replace the implanted neurostimulator's battery. The patient stated they had been given a battery expected to last ten years, yet it had depleted after only two years. The patient did not know what their amplitude had been, so it was unclear why the battery had lasted only two years. When they attempted to adjust it, they found it was dead. The patient commented that, for all they knew, the battery could have died a month after it was implanted. Reviewed general expectations regarding battery longevity, which can vary depending on programming and usage, and provided the patient advocate foundation as a possible financial aid resource. On 2025-jun-25 additional information was received from a manufacturer representative (rep). The rep reported that they had met with the patient and couldn't connect. The patient's amplitudes were high and they didn't have any falls and the impedance was good.